Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 60 mg/dl (compact system 1) and 122 mg/dl (compact system 2). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).